Manufacturer narrative:
Continuation of d10: product ID b3301542 lot# va39015v49 implanted: (B)(6) 2026 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3301542, serial/lot #: (B)(6), ubd: 25-feb-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that  on may 7th the patient had a brain bleed that was effectively a stroke after the second lead was implanted on the right side of their brain. The caller stated that the patient spent a week in the ICU, then another week in the implanting hospital, and at the time of the call they were at a rehabilitation center for another couple of weeks. The rehab facility was considering using a device that would deliver electrical stimulation to the muscles of the patient's left leg and left arm. The caller asked if it would be safe to use that device, but they did not know what type of device it was. Agent reviewed tens guidelines. Caller said they will check with the staff at the rehab facility to find out which type of device they want to use, and they will have the staff call technical services if it's anything besides a tens unit.